Event description:
It was reported that the 9800 system had a high voltage generator error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The external interface board was replaced and the high voltage tank leads were cleaned and re-greased during the service call. The system was tested, and found to be working as intended, and put back into service.